Event description:
The following has been reported: customer reported: "we are still having some issues with leaking cassettes. This primarily line came straight out of the package and was just primed with saline and immediately started leaking everywhere. It was not hit hard or anything out of the ordinary. The valve in back was closed completely, and it was dripping from chamber too. Patient harm: no" "although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.